Manufacturer narrative:
H6: investigation summary: photos received by our quality team for investigation. Upon visual inspection, damaged shield and multiple units in a package is observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause for shield damaged related to the manufacturing process at this time. Possible root cause for multiple units in a package is associated with the autonomous inspection system, which performs the locking of the machine until cavity correction. As no maintenance orders or subsequent improvements were verified, during the exchange of lots/products, there was a punctual failure during the exchange adjustments. As the vision systems are frequently revised during preventive maintenance that takes place every 4 months, and during batch/material changes, no additional actions are proposed.

Event description:
It was reported while using bd eclipse¿ needle the needle pierces the shield. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: device should come with 1 needle, the package has a damaged protection and the needle hurt the pack age, creating a risk in handling.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd eclipse¿ needle the needle pierces the shield. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: device should come with 1 needle, the package has a damaged protection and the needle hurt the package, creating a risk in handling.